Event description:
Decedent's engegy level had decreased to the point of sleeping 14 hours a day with regular naps in between. Decedent presented to physicians office for guidant contak renewal, model h135 check in 2005. The tech let the nurse know that the device was pacing too slow and they left to have a conversation with the physician. It was expected that the adjusted pacing would eventually increase his energy level. This did not happen. Decedent, still working full-time, reduced his schedule to approx four hours per day. Decedent was a phd/engineer whose cognition decreased to the point of not recognizing dates or figures and whose faculties and activities of daily living were severely diminished. When lab values came back off the chart he was immediately hospitalized about two weeks later. He was discharged to a rehabilitational facility. After two weeks where sever hours later he died due to cardiac arrest. During his fatal episode his implanted device did not fire or assist in his resuscitation. A certified letter with a subject line of "guidant recall" from the decedent's physicians was mailed to the decedent four months after his death.